Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent left hip replacement on (B)(6), 2007. Subsequently, a revision procedure was performed in (B)(6) 2010 due to metallosis. Further left hip revision surgery performed in (B)(6) 2013 due to instability. This report is based on allegations set forth in patients notice and the allegations there in are unverified.